Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2019 the patient had a possible driveline infection. She reported pain, increased drainage, and low temperature and night sweats before coming into hospital but denied trauma to the site. Driveline culture was obtained and was negative. The patient started on IV vancomycin and daptomycin during levofloxacin 750 mg daily for 10 days. The event reportedly resolved without sequelae on (B)(6) 2019.